Manufacturer narrative:
This device is used for treatment. Visual inspection confirmed that both ball bearings were missing and not returned. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. There are scuff marks and scratches on the surface of the device. Measured dimensions were conforming to print specifications. The hospital did use ultrasonic cleaners to clean their instruments as indicated by sales representative but the details of that process are unknown. A product history search revealed no additional complaints against the related part and lot combinations. A corrective action found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015 contains all tasp shim lots.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during the sterilization process, it was noticed that the ball bearings of the shim were missing.